Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with leakage matter.

Event description:
It was reported with the use of the bd precisionglide hypodermic needle there was an issue with leakage matter.

Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no deviation was found for this hub batch. Photos were analyzed and did not confirm the complaint. The sample was sent by the customer and was evaluated. The sample sent was tested with bd syringes and no air bubbles or leakage was detected. Bd was not able to confirm/reproduce the incident in question. After tests with bd syringe and sample sent by customer, no air bubbles were detected. Consequently no confirmation of complaint and root cause is indeterminate.